Event description:
It is reported that customer received a battery error alarm and insulin pump would shut off automatically. Call was disconnected when transferred. Voicemail was left for customer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.